Event description:
It was reported the subject device without the use of 3d glasses, the image overlaps horizontally and does not shift vertically at a distance of 30mm, and the controller is not adjusted correctly. The issue occurred during preparation for use. No patient harm reported.

Manufacturer narrative:
E1 - phone number (complete): (B)(6) no information available for the occupation of the initial reporter or whether they are a healthcare professional a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: without the use of 3d glasses, the image does not overlap horizontally at a distance of 30mm was caused by a component failure of the r-unit, and the controller not adjusted correctly was caused by a component failure of the cable. The most probable cause of the complaint is an expected or random component failure without any design or manufacturing issue. The cause of the r-unit failure and the cable failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.